Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a device replacement. During the device change out procedure, the pulse generator was exposed to electrocautery and it exhibited loss of output. The patient had intrinsic atrial fibrillation and heart rate in the fifties. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.